Event description:
Information received by medtronic indicated the user experienced a low blood glucose of 3.3 mmol/l. The user alleged the insulin pump was over delivering insulin due to low limit was set to 3.9 mmol/l and pump didn't alarm patient when reached low limit nor when in low. No harm requiring medical intervention was reported. The customer will continue to use the product.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.